Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The peritoneal dialysis patient's wife reported a leak during her husband's treatment. She was unable to identify the origin of the leak. The patient felt fine. The patient was not administered antibiotics, and his effluent remained clear.